Event description:
It was reported the physician implanted a 25mm gore® helex® septal occluder on (B)(6) 2014 to close a patent foramen ovale. The defect balloon sized to 17mm. At a one month follow-up it was noted that the occluder had embolized to the abdominal aorta. Forceps were used to remove the device. While removing the device, the device broke in half. Both halves were removed and the patient was doing well following the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The explanted device was retained by the hospital and not returned to gore for examination. A review of the imaging stated the following: it was reported at one month a 25mm gore® helex® septal occluder had embolized to the abdominal aorta. Intracardiac echocardiography on the day of implant demonstrated a 25mm gore helex septal occluder was implanted on a mobile aneurysmal pfo. After released there was a mild residual leak noted on the superior edge of the occluder near the limbus region of the secundum tissue. On the following day, the 25mm gore helex septal occluder was not visible on the atrial septum or near the aorta. The atrial septum was noted but there was no echogenic structure on the atrial septum to support the occluder was there.